Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref 2184149-2018-00001, 2182269-2018-00001, 3005334138-2018-00002. Two hours following an endocardial ventricular tachycardia procedure, a tamponade occurred. While mapping the left ventricle, the catheter displaced below the collected anatomy. The catheter would not make contact with the anterior wall on the mapping system although the catheters were in place as confirmed by fluoroscopy. The anatomy and catheters were manually realigned and the procedure was completed. There were periods of hypotension during the procedure however a transesophageal echocardiogram revealed no perforation. Two hours post procedure, a tamponade was noted and a pericardiocentesis was performed to stabilize the patient.